Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The father reported via phone call that the customer had a keypad anomaly. The father stated the down button and b button was not functional on the insulin pump. Customer's blood glucose 393 mg/dl. The father also reported the customer's backlight was not functional on the insulin pump. It was found the light was flashing when the customer attempted to use it. The father could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. The insulin pump was unable to verify backlight anomaly or perform the occlusion test due to button/keypad anomaly. The insulin pump had moisture damage on lcd board. The insulin pump received with cracked reservoir tube lip and minor scratched display window.